Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced chronic pain, infections and recurrence. After the original procedure additional surgeries were performed, including revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain, infection, recurrence, obstruction, and abscess. Post-operative patient treatment included revision surgery, implantation of new mesh, explantation of mesh, repair of hernia with mesh, and drainage of abscess.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the inlay implant, the patient experienced chronic pain, infection, recurrence, obstruction, staph infection, diastasis, lesions, adenoma, bulge after lifting a heavy bag of dog food, discomfort, coughing, knot in abdomen, purulent material, mass in supraumbilical area, fatty necrosis, sinus tract, drainage, redness, adhesions, abscess, mental pain, injury, disability, impairment, loss of enjoyment of life, defective mesh,. Post-operative patient treatment included revision surgery, implantation of new mesh, explantation of mesh, repair of hernia with mesh, oral antibiotics, excision of necrotizing mass, debridement of necrotic tissue, sinus tract excised, exploratory celiotomy, enterolysis, hepatectomy, resection of liver, partial lobectomy, appendectomy, and drainage of abscess.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the inlay implant, the patient experienced chronic pain, infection, recurrence, obstruction, staph infection, diastasis, lesions, adenoma, bulge after lifting a heavy bag of dog food, discomfort, coughing, knot in abdomen, purulent material, mass in supraumbilical area, fatty necrosis, sinus tract, drainage, redness, adhesions, and abscess. Post-operative patient treatment included revision surgery, implantation of new mesh, explantation of mesh, repair of hernia with mesh, oral antibiotics, excision of necrotizing mass, debridement of necrotic tissue, sinus tract excised, exploratory celiotomy, enterolysis, hepatectomy, resection of liver, partial lobectomy, appendectomy, and drainage of abscess.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: FDA site ID, mfg site ID, a1, a4, a5a, a5b, b5, b6, b7, d3 (MFR name, street 1, MFR city, MFR region, country code, postal code), g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the inlay implant, the patient experienced chronic pain, infection, recurrence, obstruction, staph infection, diastasis, lesions, adenoma, bulge after lifting a heavy bag of dog food, discomfort, coughing, knot in abdomen, purulent material, mass in supraumbilical area, fatty necrosis, sinus tract, drainage, redness, adhesions, abscess, mental pain, injury, disability, impairment, loss of enjoyment of life, scar tissue, defective mesh,. Post-operative patient treatment included revision surgery, implantation of new mesh, explantation of mesh, repair of hernia with mesh, oral antibiotics, excision of necrotizing mass, debridement of necrotic tissue, sinus tract excised, exploratory celiotomy, enterolysis, hepatectomy, resection of liver, partial lobectomy, appendectomy, CT-scan, MRI, and drainage of abscess. Relevant tests/laboratory data: (B)(6) 2014: office note- the culture showed staph. (B)(6) 2017: CT abdomen- large bowel-containing diastasis/ventral hernia without evidence of bowel obstruction, interdeterminate hyperenhancing hepatic lesion, left adrenal lesion increased in size, indeterminate focal splenic lesion. (B)(6) 2018: MRI abdomen- lesion of right lower lobe of liver, dominant left adrenal nodule appearing as adenoma (incomplete report).

Manufacturer narrative:
Additional info: g1 <(>&<)> h4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (removed "adenoma" from ime e2402). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the inlay implant, the patient experienced chronic pain, infection, recurrence, obstruction, staph infection, diastasis, lesions, bulge after lifting a heavy bag of dog food, discomfort, coughing, knot in abdomen, purulent material, mass in supraumbilical area, fatty necrosis, sinus tract, drainage, redness, adhesions, abscess, mental pain, injury, disability, impairment, loss of enjoyment of life, scar tissue, and defective mesh. Post-operative patient treatment included revision surgery, implantation of new mesh, explantation of mesh, repair of hernia with mesh, oral antibiotics, excision of necrotizing mass, debridement of necrotic tissue, sinus tract excised, exploratory celiotomy, enterolysis, hepatectomy, resection of liver, partial lobectomy, appendectomy, CT-scan, and drainage of abscess.